Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported "unit shut off during testing." No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was unable to power on when using ac or dc power sources. The unit was missing the internal battery. Bio-contamination (insect waste) was found inside the unit. The customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.